Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Clips. How much blood was lost (ml)? Minimal. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Patient admitted to ed for IV fluids. Doctor can not confirm the stricture was related to the stapler. Does the surgeon believe that the nausea/vomiting is related to the stapler? Possible edema from reaction to staples. Were any diagnostic tests performed? If so, what were the results? Scoped the patient. No evidence of stricture. I any information available about patient¿s post-operative diet? All fluids. What is the current patient status? Home now. Doing better. Moving to soft foods. About a month later than typical patients.

Event description:
It was reported that the doctor completed sleeve gastrectomy with plee60a + gst60g + gst60b + gst60w. All reloads contained ech60r. Doctor followed sfu for echelon. Oozy staple line required ~12clips. Methylene blue negative leak test. Procedure time ~60mins ebl minimal. Patient admitted to ed post-op for IV fluids.